Manufacturer narrative:
After receiving the catheters, they were sanitized and examined, and we confirmed the failure mode you reported. After receiving the report of the disconnection, all catheters at the manufacturer premises were 100% inspected. It was found that only catheters in lot n18549 and another unreleased lot of 13f catheters showed potential for the clear extension tube to disconnect after a pull test. The problem was not found in any other size or lot of catheters. It was determined that the root cause was an adhesive failure. It appears from testing that bond strength in these two lots dramatically decreases over time, with units in accelerated aging for a year having very little resistance to pull strength. This may be why the units initially passed qa pull testing but pulled apart in the field. Corrective actions have been put in place.

Event description:
The clear tube became detached from the molded catheter hub on the return lumen on a vv13f catheter from lot n18549 after the patient had already expired. The product was not being used during the ECMO procedure when it malfunctioned; the drainage and return lumens had been disconnected from the ECMO circuit and y'd together.